Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they have been in pain ever since they had the procedure done on monday. The patient said they went to the doctor this morning and they gave them something for the pain, but the pain was coming back and it looks like there was an infection. The patient went to a drugstore to get the drip medication, but they said the pharmacy said it was too strong for the dosage for the patient. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient mentioned they were frustrated, tired, and have not slept for 3 days. The patient disconnected the call.